Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown kyphoplasty surgery; the surgeon stated that 3 balloons ruptured during the procedure. It was stated that "we decided to make a vertebroplasty because we did not expect a restoration of high.¿ no further details are known.